Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe connector plunger area during fill 1 of 5 of their treatment. The patient contact stated that fluid did not come in contact with the pump module area. Upon follow up, the patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient contact stated that the fluid leak was coming from the stay safe connector area of the liberty cycler set near the blue pin. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient aborted their treatment and did not perform manuals. The patient is continuing with peritoneal dialysis on their cycler without issue and without reoccurrence of the reported event. The cassette was discarded and not available to be returned to the manufacturer for physical evaluation.